Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after bolus delivery. The customer¿s blood glucose level was 16.4 mmol/l at the time of the incident. The customer stated that the drive support cap was protruded was not able to complete the rewind process. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to motor error alarms. The device passed displacement test, rewind test, basic occlusion test and prime test and a33 test. The drive support cap was inspected and there was no anomaly.